Event description:
It was reported in 2007 that the hba1c qc was not performing as expected. Olympus received a report approximately 6 months later, that a pt was treated with medication based on the result obtained about 6 months prior. There are no known adverse effects from the medication and it's been reported to olympus that the medication has been discontinued. Olympus has sufficient info at this point to suggest that our product may have been connected to this event.

Manufacturer narrative:
Actual bottle involved in this event was not received. MFR tested retain of same lot in july 2007 and could not duplicate the event. Based on another complaint (where sample bottle was returned) from a different lot, it now appears our product may be connected. The investigation is on-going. Olympus america plans to issue a customer letter that will include the issue of quality control procedures and reagent handling. If further action is indicated, or other significant info is received through the investigation, a follow-up to this report will be filed.